Event description:
Customer reported loss of consciousness due to glucose meter not working properly after dropping. Customer reported experiencing symptoms of "numbness and dizziness". There is no report of medical diagnosis or third-party medical intervention. An investigation into the details of this event is in process.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.